Manufacturer narrative:
Engineering analysis concluded the software is behaving as designed. The field of view was suspected and/or confirmed to be limited in these cases. A system checkout passed. A search of quality management system databases found no items related to this occurrence.

Manufacturer narrative:
Patient information was not made available from the site. On 10/13/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, during in a spine procedure, while using a non-invasive patient tracker (nipt), when the surgeon got inside the sinus, the suctions tracked 2-3 millimeters low (superior and inferior) with all instruments. All other tracking positions were accurate. All instruments registered without issue, metal interference did not seem to be a cause. Scans were not old. They brought in a fusion compact system and registered using the same disposables and instruments, and the same issue persisted. In trouble-shooting, photos of the tracer patterns revealed that the field of view (fov) was limited, forcing the surgeon's to be limited to the anterior side of the patient. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.